Event description:
Information was received from a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that at their [normal pump replacement] surgery, they discovered that the catheter was not working at all. The patient stated that they couldn't pull fluid through it, so they replaced the catheter too. The patient also explained that they only put in dilaudid so far and hadn't added the fentanyl or clonidine. The patient stated that they had all 3 drugs in the pump previously.

Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6). Implanted: (B)(6) 2010; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-jul-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the catheter was clogged it was also replaced and asked about medication that was in pump. The healthcare provider (hcp) requested magnetic resonance imaging (MRI) but the facility they have gone to no longer will give patient anesthesia. The patient stated that the facility contacted medtronic¿s and were told it was in the guidelines to not use anesthesia because if the pump heats up patient will be unaware. The agent consulted with technical services (ts) and confirmed guidelines do not state anything about using anesthesia and it would have been a decision made by that facility. The patient asked where they should go then, and the agent redirected to find another facility to perform MRI.

Manufacturer narrative:
See h6: for code updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.